Event description:
It was reported that this implantable pulse generator, pacemaker (non-crt) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Implantable pulse generator, pacemaker (non-crt) has been explanted and is out of service. There were no adverse patient effects.

Event description:
It was reported that this implantable pulse generator, pacemaker (non-crt) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Implantable pulse generator, pacemaker (non-crt) has been explanted and is out of service. There were no adverse patient effects.